Manufacturer narrative:
(Exemption number e2015033). (B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ measurements shows all channels either with high impedances or short circuits. Head trauma has been denied although the patient reportedly bumps his head a lot. A date for surgery has been set for (B)(6) 2016.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. Also, the reported impacts might have weakened the fixation of the electrode which led to electrode mobility. The problems given in the patient report appear to match the damage found. This is a final report.

Event description:
The bilaterally implanted patient presented in the clinic with both ears displaying multiple channels with status hi impedance. Head trauma has been denied although the patient reportedly bumps his head a lot. The patient was re-implanted.